Manufacturer narrative:
Additional information: event- closure of the iridotomy has been performed and the patient is now waiting healing. Patient code 3191: (B)(4). Claim #(B)(4).

Manufacturer narrative:
Unk, no serial number reported. (Implanted date): (B)(6) of 2018. Unk, no serial number reported. (B)(4).

Event description:
The reporter indicated that the surgeon has a patient who has not been happy with his visian icl. Per reporter, patient complains of a white bar or streak that comes across his vision when his pupil is dilated. It seems to be triggered when looking at computer screens or outdoor lights. Have tried pupil reducing drops without success. Patient is bothered so much by this he wants these removed. He had his implants back in (B)(6) of 2018. The implants are both micl 13.2 -11.50. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).